Manufacturer narrative:
Pump received with a blank flashing white light on the display due to vertical cracked lcd controller on the electrical board. Pump received with scratched case and pillowing keypad overlay. Unit battery cap functioning properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they noticed the insulin pump had a blank display when attempting to bolus. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Customer also mentioned that the insulin pump had been bumped. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.